Event description:
Caller reported aviva combo system blood glucose results of 46 mg/dl, 81 mg/dl, and 45 mg/dl within 10 minutes. Caller reported a separate comparison on the same aviva combo system of 153 mg/dl and 71 mg/dl within 10 minutes. Caller reported a separate comparison of 57 mg/dl on the aviva system and 104 mg/dl on the aviva combo within 10 minutes. No information was provided for the aviva system. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).